Event description:
It was reported that this right ventricular (rv) defibrillation lead and a non boston scientific device exhibited a gradual rise in shock impedance measurements of up to 130 ohms. Boston scientific technical services (ts) discussed troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.